Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was notified that the machine has an alarm leak in iabp. Proceeded to check and confirm the machine, found that the safety disk was damaged, informed the customer to offer a price to replace 1 piece of safety disk because the machine has been used for more than 5000 hrs. Therefore must offer to replace 1 pm kit 5000 hrs. The device not repaired yet. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was reported by the customer that before use, cs100 intra-aortic balloon pump (iabp) is leaking. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields: b5, b6, b7, d10, h6(health effect ¿ impact codes).

Manufacturer narrative:
Due to character restriction, event site name: (B)(6) hospital. Due to character restriction, event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) is leaking. No patient harm reported.